Event description:
While attempting to use an i60 stapler in a wedge resection procedure, the anvil of the device was broken. The procedure was completed by means of another device.

Manufacturer narrative:
The i0 anvil was found to be broken as had been reported. The root cause of the observed break is unknown.